Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. Health effect - clinical code e2402: generalized illnesses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent an unspecified breast reconstruction surgery with one 600cc mentor memorygel breast implants has experienced left sided unexplained systemic symptoms postoperatively, including malaise, joint pain, itchy rashes, hypothyroid, lymphedema, pain, discomfort, smell issues . Patient was diagnosed with breast cancer, had chemotherapy. Did not have radiation. After that she had a mastectomy of the left side. The patient reported after the implantation of mentor silicone implant on the left side, developed hypothyroid. Lymphedema in area of implant (which was not due to removal of lymph glands, only 2 were removed), and other issues. As a result, the patient underwent explantation on (B)(6) 2020.